Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen error. A technical support specialist (tss) identified a timeout error during data upload due to delayed response from the synchronizing service, with the last successful upload occurring, exceeding the allowed upload delay duration. Performed manual recovery, reinstalled component manager and rss agent to resolve the issue, and the customer confirmed agreement to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station mhg5e was stuck on blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.